Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a synchroseal instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was being completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for failure analysis evaluation.